Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus) cuff leading to it being too big. It was indicated that there were no device issues with the existing aus. A replacement surgery was performed in which the existing device was removed and replaced. There were no further patient complications reported.